Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, a bad signal resulted in getting a fuzzy image and the screen cutting out. The facility's biomedical engineering department reported being able to duplicate the issue by bending the video baton at its base. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer was unable to have their glidescope avl video baton 3-4 returned to verathon for evaluation due to this device reaching its end-of-life date. Since the device was not returned to verathon, the cause could not be determined. Review of complaint history for the reported serial number was not able to be performed since no serial number information was provided. Trending analysis for the glidescope avl video baton 3-4 does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.